Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: when opened the tube for infusion, o-syte was ectopic, it was resulting in leakage.

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: when opened the tube for infusion, o-syte was ectopic, it was resulting in leakage.